Manufacturer narrative:
(B)(4). Concomitant products: chikai v (asahi intecc); roadmaster (goodman, 7fr); shuttle sheath (cook inc., 6fr / 90cm); two excelsior sl-10 (stryker, 90-degree angled); scepter xc (terumo, 4.0 x 11); enpower dcb / cable (lots unknown); target xl coils (stryker); hydrofill coils (microvention). Very limited information was received. The sl-10 microcatheter with the 90 degree angle was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, unreported damage of the device positioning unit (dpu) protruding through the sheath was found. The dpu¿s protrusion through the sheath is located 56.0 centimeters off the distal tip of the green introducer. There is no mechanical sheath damage at the protrusion site that would have opened up the skive. The coil moved freely upon receipt and was returned undamaged. The coil¿s socket ring has been pushed down inside the outer sheath. The articulating junction is now in a fixed position. The distal tip of the dpu and the proximal end of the coil are no longer concentric to each other. The locking mechanism has patterned indentations, compression, and stretching damage. The field complaint of resistance inside the microcatheter could not be duplicated. No manufacturing defects were found. The complaint of the coil unable to be fully advanced out of the distal tip of the microcatheter and into the target site cannot be confirmed. The undamaged coil was fully advanced outside the distal tip of an in-house sl-10 microcatheter multiple times with no problems encountered, therefore the root cause of the coil unable to be fully advanced outside the microcatheter cannot be determined, however the most likely contributing factor as reported by the end user was, ¿that the microcoil might have been slightly over-sized for the target site.¿ in addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The complaint of the microcatheter being removed from the patient due to the coil unable to be moved inside the microcatheter cannot be confirmed. The undamaged coil was returned fully retracted into the introducer sheath and the coil during laboratory testing was fully advanced outside the distal tip of an in-house sl-10 microcatheter and retracted multiple times with no problems encountered, therefore the root cause of why the microcatheter was removed with the coil inside cannot be determined. In addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The complaint of the insertion difficulty into the microcatheter cannot be confirmed. Using an in-house sl-10 microcatheter, the returned coil was introduced multiple times with no problems encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no resistance or any other problems encountered, therefore the root cause of the introduction difficulty cannot be determined, however the evidence as received highly suggests that the most likely contributing factor to the insertion difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the dpu to protrude outside the sheath and the coil¿s socket ring was pushed down inside the outer sheath. In this condition introducing the coil into the microcatheter will be difficult due to significant resistance encountered during the unsheathing difficulty. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil being impeded inside the microcatheter cannot be confirmed as the undamaged coil was fully advanced outside the distal tip of an in-house sl-10 microcatheter multiple times with no problems encountered, therefore the root cause of the coil unable to be fully advanced outside the microcatheter cannot be determined. The contributing factors could have been as inferred by the end user ¿that the microcoil might have been slightly over-sized for the target site.¿ or when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of retracting back up at a forty-five degree angle. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
It was reported by the contact at the user facility that during the procedure the physician experienced resistance when the deltamaxx coil (cdx18073330/c25280) was inserted into the microcatheter (competitor's device). The procedure was the re-embolization of the left internal carotid artery by double catheter technique due to coil (manufacturer/lot unknown) compaction. The patient's vessels were mildly tortuous but not calcified. After three target xl coils (competitor's device) and two hydrofill coils (competitor's device) were successfully implanted into the target aneurysm, the complaint deltamaxx was inserted into the microcatheter, however it got stuck when the distal tip of the microcoil just came out from the distal tip of the catheter, and could not be moved further. It was carefully removed together with the microcatheter from the patient by using the balloon catheter to block the implanted coils from migrating out. The procedure was completed without further issues but was delayed by 20 minutes. There were no patient injuries or complications. It was inferred that the microcoil might have been slightly over-sized for the target site. The complaint product was new and stored per labeling instructions. The procedure was conducted and the products were prepared in accordance with the instructions for use, and a constant flush had been maintained at all times. No visible damage was noted on the coil prior to the event or upon removal. No report of visible damages to either the microcatheter or the concomitant devices. The complained product will be returned for analysis; however the competitor's microcatheter is not available for return. No further information is available.